Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.5. Hardware: iphone15.4. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. While wearing the pod for between 4 and 24 hours, the patient's blood glucose level rose to approximately 600 mg/dl. The patient reported the pod was leaking insulin during wear. Reported symptoms included hyperglycemia, shortness of breath, inability to eat or drink, light-headedness, and repeated episodes of vomiting. The patient was treated with intravenous insulin, glucose, and electrolytes throughout the day, followed by a dose of long-acting insulin and a transition to manual insulin injections. The pod was removed at the hospital. Following approximately 12 hours of hospitalization, the patient was discharged on (B)(6) 2026.